Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling pain, swelling, and a "protruding knot that feels as though a muscle is being pulled." A pocket revision was performed. Additional information was requested; however, it is not known if the device was re-positioned or replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.